Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer did not have scar tissue in the abdomen area, but did have a few c-sections. Instructed customer to call back to perform the high-pressure test when the clamp arrives.